Event description:
Procedure type: laparoscopic sigmoid colon resection. According to the reporter: after the procedure the pt developed a high fever. On the third day post-operatively the pt was re-operated due to leakage at the staple line. There was no evidence of tension or ischemia. Reportedly the initial procedure was optimal. The pt received a stoma, drain and antibiotics, but also had a severe pneumonia and fascia dehiscence. Hosp admittance was two months.